Event description:
It was reported that left ventricular (lv) lead dislodged during a cardiac catheterization procedure. It was suspected that the physician accidentally pulled it during a cardiac catheterization procedure. The lead was explanted and replaced. The patient is recovering.